Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure due to probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed in the device evaluation that the subject device exhibited air leak near the rating plate, and a connector watertight defect. There was no patient involvement.